Manufacturer narrative:
67, 4315. The mcs tip cover accessory has not been returned to isi for failure analysis evaluation. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received.   Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted partial nephrectomy surgical procedure, it was alleged that the tip cover accessory installed on a monopolar curved scissors (mcs) instrument fell inside the patient and was not retrieved. At this time of this report, it is unknown what caused the mcs tip cover accessory to fall off and if it was retained inside the patient.

Event description:
During a da vinci-assisted partial nephrectomy surgical procedure, it was alleged that the tip cover accessory installed on a monopolar curved scissors (mcs) instrument fell inside the patient and was not retrieved. The surgical procedure was completed with no reported injury. There has been no report of patient injury post operation.   Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the or staff counted the instruments at the end of the surgical procedure and found the mcs tip cover accessory was missing. The scrub technician confirmed that he did put the mcs tip cover accessory onto the mcs instrument. The instrument was inspected prior to use. The instrument was removed during the surgical procedure with the wrist straightened. The instrument did not collide with other instruments. The surgeon did not encounter any other issues with the mcs instrument or the tip cover accessory during the surgical procedure. Three different x-ray tests were performed to locate the missing mcs tip cover accessory. The customer also went through the trash and scanned the operating room but could not locate the missing mcs tip cover accessory. The patient was reportedly released and has not returned to the hospital for post-op complications related to retaining a foreign object.